Manufacturer narrative:
This is a final report. Labeling: this type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the patient was explanted 2007, due to reoccurring cholesteatoma. The patient was reimplanted with a new device during the same surgery.